Event description:
It was reported the programmer has a cracked screen. It was also reported the programmer has trouble with telemetry and powered down randomly. Difficulty occurred prior to implants before devices were implanted. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer had a cracked overlay. Analysis was not able to confirm programmer has trouble with telemetry and powered down randomly; programmer passed functional testing and was able to interrogate wireless and non-wireless devices. Analysis found the hard drive had reallocation events in the programmer error logs. Paper guide found broken on printer drawer and power cord bay was scuffed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 229047 analyzer. (B)(4).